Event description:
During a remote follow up, far-field r-wave oversensing which resulted in inappropriate automatic mode switching, and loss of capture was noted on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received from the field indicating that the event was resolved by reprogramming the device. No known patient consequences noted.